Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("her coils had migrated out of her fallopian tubes/migration of essure device/perforation (uterus)/embedded in my uterus/one of her essure on the right had embedded into the myometrium"), device expulsion ("migration of essure device location of device: uterus/coils had moved into the uterus"), genital haemorrhage ("abnormal bleeding(general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (((B)(6) 2006)), hernia, pinched nerve, pilonidal cyst in 2006, endometrial polyp, incisional hernia repair in 2005, menarche, breast disorder nos, appendectomy in 1988, bariatric surgery in 2005, abortion ((aug1988 11 weeks induced abortion, (B)(6) 1996 10 weeks induced abortion and (B)(6) 2006, 38 weeks vaginal delivery)) and postpartum state in 2008. Concurrent conditions included overweight, gerd, hypertension, alcohol abuse, heavy periods, post coital bleeding, dysfunctional uterine bleeding, pelvic pain, tubal ligation since 2007, anemia since (B)(6) 2008 and pelvic adhesions since (B)(6) 2008. Family history included ovarian cancer ((maternal grandmother)), colon cancer (paternal grandfather), breast cancer ((mother)), bipolar disorder (sister) and heart attack (maternal maternal). Concomitant products included metoprolol for hypertension. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with omeprazole (prilosec), omeprazole, oxycocet (percocet), vicodin, surgery (total abdominal hysterectomy and lysis of pelvic adhesions). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device expulsion and dysmenorrhoea outcome was unknown and the genital haemorrhage, dysfunctional uterine bleeding, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. In (B)(6) 2007 healthcare provider told that, that the device was in place. She was advised of complications that occurred at the time of her essure removal procedure. Essure tubal occlusion devices (2) within the myometrium, midline fundus. Neither appears to be inserted into the fallopian tube ostia and both are very difficult to extract from the myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion . Pelvic ultrasound showed a uterus 7.8 x 3.4 x 4.5 cm with echogenic foreign body ¿ assure (as reported) tubal rod- imbeded within the myometrium on the patient¿s right side. It did not seem to extend outside of uterine fundus or intoendometrial cavity. (B)(6) 2008:MRI pelvis wo contrast: the findings showed foci of magnetic susceptibility artifact related to the known essure tubal occlusion devices.impression: suboptimal visualization of the known indwelling essure tubal occlusion devices. One of these devices may be appropriately positioned within the left fallopian tube. The other likely lies within the uterus, either within the endometrial cavity or protruding into the myometrium. Numerous nabothian cysts within the cervix. The uterus is otherwise unremarkable. Degenerative disc disease at l5/s I resulting in canalstenosis and bilateral neural foraminal narrowing. (B)(6) 2008:xr abdomen series 2 views abdomen and 1 view cxr:the findings were in the pelvis, there are two linear metallic foreign bodies consistent with essure tubal occlusion devices. These both lie to the left of midline. One of these is straight in configuration. The other is curved. The location of these devices cannot be determined on this examination. Impression: essure tubal occlusion devices within the left hemi pelvis, as above. (B)(6) 2008:u hcg:findings were negative. (B)(6) 2008:surgical pathology report showed two coiled silver metal implants within the endometrial cavity, which extend into and are firmly anchored within the myometrium of the fundus at midline and just to the left midline. Neither appears to be inserted into the fallopian tube ostia and both are very difficult to extract from the myometrium.diagnosis: essure tubal occlusion devices (2) within the myometrium, midline fundus. 'Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:dysfunctional uterine bleeding confirming abnormal bleeding(general). Quality-safety evaluation of ptc: ptc global number: (B)(4) sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical record received. Events abnormal bleeding (vaginal, menorrhagia), migration of essure device,location of device: uterus,dysmenorrhea, cramping, perforation (uterus), abnormal bleeding (general), coils had moved into the uterus, embedded in my uterus, concomitant drugs,concomitant disease,historical condition added. Lab test extracted.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of the coils outside of her fallopian tube (device dislocation). She underwent a hysterectomy about 15 months after essure insertion. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2007 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She was informed that her coils had migrated out of her fallopian tubes. On (B)(6) 2008, she saw her doctor and underwent a hysterectomy. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of the coils outside of her fallopian tube (device dislocation). She underwent a hysterectomy about 15 months after essure insertion. Device dislocation is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.